Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2008, the pt was implanted with an ams monarc sling. The pelvic mesh products were implanted with the intention of treating the pt for pelvic organ prolapse and stress urinary incontinence. It was reported that the pt experienced serious bodily injuries, including pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding. On (B)(6) 2009, the pt had an "excision surgery" performed to "remove portions of the pelvic mesh products." It was reported that the pt has "experienced significant mental and physical pain and suffering and she has sustained permanent injury."